Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital after having a fall at home. It was noted that the implantable pulse generator (ipg) exhibited no pacing spikes on the electrocardiogram (ECG). The ipg remains use. No patient complications have been reported as a result of this event.